Manufacturer narrative:
Of the 1 allegations of a malfunction, 0 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - moisture ingress with damage issue. These reports were received from various sources. The patients associated with this allegation range from 6-6 years of age and between 0 and 0 pounds. Of the reported patients, 1 was male, 0 were female, and 0 were unknown.